Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an anterior wound subsequent to suffering a head trauma in (B)(6) 2010. Subsequently, the patient developed necrosis resulting in breakdown of the skin flap. On (B)(6) 2010 the patient underwent a skin flap revision. Following treatment, the wound had reportedly healed by (B)(6) 2011.